Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified damaged main body and broken occluder feet. Functional testing of the device included leak testing, clear passage testing, and clamp function testing. Leak testing and clamp function testing identified broken occluder feet leading to a leak. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause of the leak was determined to be due to damaged occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation, it was found that a transfer set leaked through the tubing due to broken occluder feet. Minicap was damaged. There was no patient involvement. No additional information is available.